Event description:
A patient's caregiver reported to the distributor (apria healthcare) that the 'circuit melted all over the blanket'. An hc500 heated humidifier was used with a 900mr901 electrical adaptor, a 900mr561 probe and a pulmonetic circuit. There was no patient injury.

Manufacturer narrative:
Information received to-date indicates the possibility that a blanket was placed on top of the breathing circuit during use. We are awaiting further information from apria healthcare. The devices are not available. Results:investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.